Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately two weeks later during a staged procedure, angiography and revascularization were performed and a resolute integrity des was implanted in the rca. Cec adjudicated that non-target vessel mi and side branch occlusion of the rca occurred post staged procedure.